Event description:
It was reported to vyaire medical that the bellavista1000 us stopped ventilating while connected on a patient. The vent screen turned grey and displayed a message indicating the device software application was not responding. Furthermore, patient was removed from the vent and replaced by another ventilator, there was no patient harm was reported associated with this event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, on the same day of unit issue, the biomedical technician performed a verification test but no errors or failures were detected. Afterwards, ventilator was returned to the servicing workshop at (B)(6) puerto rico until further instructions are received from manufacturer servicing support team. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect component was not returned to vyaire medical for evaluation. The root cause could not be determined as the issue is no longer reproducible, logs is not showing any failure.